Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1pr7w, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-mar-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient had a fall and a subsequent impedance issue followed. They added that the hcp said they could see damage to the lead and the ins so they replaced the entire system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1pr7w, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who noted the fall was not a result of the device/therapy and the devices won't be returned because the healthcare provider (hcp) is required to send all implants to pathology for analysis. No further patient complications have been reported as a result of this event.